Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, it was reported that the patient experienced inaccurate cgm values which occurred 9 days after the sensor had been inserted in the abdomen. The patient experienced unresponsiveness. The cgm was reading 70 mg/dl no blood glucose reading was provided. Patient was unable to state all details as she can't remember what happened during the medical intervention. Patient is not sure if the episode was related to the dexcom or something else. Patient stated the last thing she remembered was she gave her dexcom receiver to her companion and being told her dexcom showed 70 mg/dl but that she looked unwell. Her companion notified the nurse and the nurse called emergency medical services. Patient could not remember the details. She was in blank stare during and after the medical intervention. At the time of the report, the patient was conscious and ok. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.